Event description:
It was reported that this implantable lead sustained a fracture during the elective replacement procedure for the associated implantable device. The physician stated the lead came away in his hand when it was removed from the device header. A portion of this lead is expected to be returned for evaluation. No adverse patient effects were reported. It was reported that an alert for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead sustained a fracture during the elective replacement procedure for the associated implantable device. The physician stated the lead came away in his hand when it was removed from the device header. A portion of this lead is expected to be returned for evaluation. No adverse patient effects were reported.